Manufacturer narrative:
Medtronic representative, at the site, noted that while archiving, found that outside the operating room, the mouse was unresponsive. The touch-screen in the room and the touch-pad on the rack worked without issue. Unplugged the mouse outside the room, replugged it, and it worked properly. Software evaluation as not been completed to date.

Event description:
A medtronic representative reported that, while in a procedure using synergy cranial software, the system became unresponsive during the navigation task. The site representative, technical coordinator, performed a re-boot of the system to restore it to normal functionality. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the logfile was corrupted. The root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided and the behavior could not be replicated.